Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer fell over and caused physical damage to the insulin pump. Customer reported there are blue lines going through the screen and the device was not functioning properly. Customer was advised to disconnect and revert to back up plan. Customer's blood glucose was 6.5mmol/l. No further information reported.